Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no failed battery test alarm noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is receiving a failed battery test alarm on her insulin pump. Her blood glucose is unknown. She stated that she was on her way home when her pump died. She has tried to change her battery seven times and continues to receive the failed battery test alarm. After troubleshooting, the failed battery test alarm reoccurred. She was advised the pump needed to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The customer also mentioned that her pump holster broke. The insulin pump will not be returning for analysis.